Event description:
Aseptic glenoid loosening. Diagnostic arthroscopy, revision humeral head replacement, glenoid prosthesis extraction with impaction grafting of glenoid defect. Original surgery date: (B)(6) 2012.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.